Event description:
The information received from the field states that this patient had a optease vena cava filter placed approximately 9 months previous. In 2005, the patient came back for a follow up visit and it was noticed by angiography that the filter had migrated distally to just above the iliac bifurcation. There is no patient or procedural information available at this time. Please note that multiple attempts have been made to acquire additional information, and have been unsuccessful.